Event description:
It was reported that the patient developed a hematoma diagnosed by examination and palpation on 2013 (B)(6). Examination and palpation on 2013 (B)(6) showed possible swelling at the catheter site. Fluoroscopy taken on 2013 (B)(6) showed a possible seroma. Following a fall, the patient began to experience swelling in the lumbar spine at the area of the catheter junction coming from the pump to the spinal catheter. When the swelling did not go down, surgical intervention became necessary to remove and/or drain the seroma. Surgical intervention took place on 2013 (B)(6). When drained the fluid appeared to be contaminated with a hematoma, which was cultured and drained. When accessing the side port, free flow of cerebrospinal fluid (csf) noted that the catheter had not been in any way compromised and was functioning properly. The patient recovered without sequelae on 2013 (B)(6). The medication delivered by the device system was not provided. It was later reported that lab work revealed no relevant findings on 2013 (B)(6).

Manufacturer narrative:
Product ID: 8709 lot# serial# (B)(4), implanted: 2005 (B)(6), product type catheter product ID: 8709 lot# serial# (B)(4), implanted: 2005 (B)(6), product type catheter (B)(4).